Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not powering on and was offline in remote smart service the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on. A field service engineer (fse) had verified that multiple boards had failed in the half-height cubie drawer and were causing a power short. The boards were all replaced and the drawers were reassigned. After that, the customer verified that the issue had been resolved by the fse. The system functioned as intended after the field service engineer repaired the device.